Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, high atellica im ca 19-9 results on a patient. Quality control (qc) results were acceptable at the time of the event. The customer when investigating the high ca 19-9 results, treated the patient sample with peg2000, resulting lower (10.7 u/ml). Siemens is investigating. The instructions for use (IFU) states the following in the warning section: "the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A false high atellica im ca 19-9 result was obtained on a patient sample. The customer performed onboard and manual dilution testing on the same sample and obtained high ca 19-9 results. The high ca 19-9 results were not reported to the physician(s). The same sample was repeated with an alternate ca 19-9 test method, resulting lower. The lower ca 19-9 result was in agreement with the patient's clinical picture and was accepted by physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00360 initial report on 15-jun-2021 for a false high atellica im ca 19-9 result obtained on a patient sample. On 16-jun-2021, additional information: siemens has completed the investigation. The customer had a sample from a male that recovered > 700 u/ml with atellica im ca 19-9 reagent lot 481 but was 13.4 u/ml with the alternate ca 19-9 assay method. When the sample was auto-diluted (1:10) by the atellica im, the results were 453 u/ml and 426 u/ml and when manually diluted (1:2) the result was 1016 u/ml with reagent lot 481.the sample when treated with polyethylene glycol 6000 (peg 6000), the atellica im ca19-9 result was 10.7 u/ml. There is no indication of a cancer diagnosis with this patient, but they did experience chest pains. The customer was not able to provide a list of medications/supplements the patient was taking. Siemens has reviewed calibration and quality control data and there is no evidence of an assay problem. The patient sample cannot be sent to siemens for further evaluation. The lower dilution results may indicate there is something in the sample interfering with the assay but as noted in the dilution recovery note section of the atellica im ca 19-9 instructions for use (IFU) (10995285, revision 03, 2019-07), "sample-dependent nonlinear dilutions can be observed." Treatment of the sample with peg 6000 may have precipitated antibodies that were interfering with the atellica im ca 19-9 assay. As stated in the limitations section of the instruction for use: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. Do not use the atellica im ca 19 9 assay as a screening test or for diagnosis. Elevated levels of ca 19 9 can be observed in patients with nonmalignant diseases. The concentration of ca 19 9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." The expected values section of the instruction for use (IFU) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The cause of the discrepant results observed by the customer with this one sample when using atellica im ca 19-9 reagent lot 481 is unknown, however siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion codes were revised.